Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned xience v rx stent delivery system (sds) noted blood visible in the guide wire lumen consistent with the sds being advanced over a guide wire. The stent implant was dislodged from the balloon and was not returned, confirming the reported dislodgement. Crimp marks were visible on the tightly folded balloon between the markers, suggesting that the stent was originally positioned correctly and securely at the time of manufacture. There were multiple kinks throughout the entire length of the hypotube. Since this damage was not reported in the incident information, the kinks may have occurred during the procedure or during packaging, handling and return to abbott vascular for analysis. The inability to cross a lesion can be affected by numerous factors including, but not limited to, patient anatomical morphology, patient disease state, pre-dilatation strategy, device placement technique, and accessory device support. The heavily calcified patient anatomy was not pre-dilated, which likely contributed to the failure to advance and subsequent damage to the stent, as there was no damage noted to the stent prior to use which may suggest that a product deficiency did not contribute to the difficulty experienced during the procedure. It should be noted the xience v instructions for use (IFU) states: pre-dilate the lesion with a ptca catheter. Additionally, an interaction with the calcified lesion during the attempt to cross the lesion may have resulted in an interaction with the stent implant that could have caused damage and loosened the stent on the balloon. Subsequent interaction with the calcified lesion would have then led to the stent dislodgement. Additional non-surgical treatment was used in the attempts to retrieve the dislodged stent; however, these were unsuccessful and the dislodged stent remains in the patient anatomy. A review of the product manufacturing record did not reveal any non-conforming material records associated with this lot that could have contributed to this complaint and all lot release testing met manufacturing criteria. Additionally, a query of the complaint-handling database was performed and there have been no incidents reported for stent dislodgment for this lot. In this case, the reported difficulty appears to be related to the operational context of the procedure and there is no indication of a product quality deficiency. The profile dimensions on all stent delivery systems are confirmed by visual and dimensional checks during manufacture before release. Additionally, all stent delivery systems are visually inspected for stent damage. All stent delivery systems are visually inspected for stent placement. Additionally, a sampling of units is destructively tested to verify stent dislodgement force.

Event description:
It was reported that the procedure was to treat a heavily calcified, mid to proximal lesion of the right coronary artery. Pre-dilatation was not performed. During advancement of the xience v stent delivery system, resistance was met due to the calcification and the stent became damaged and subsequently dislodged off the balloon onto the guide wire. An attempt was made to catch the stent by using a larger size balloon catheter, but this was unsuccessful. The stent moved through the circulation and became located in the thoracic inferior, left axillary branch of the right arm. There was no reported clinically significant delay in the procedure due to the device issue. There was no reported adverse patient sequela. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The stent remains in the patient. The stent delivery system is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.